Manufacturer narrative:
The insulin pump was received with open book critical pump error after battery installation and unable to download the insulin pump, the problem was isolated to printed circuit board assembly. Unable to perform functional testing including self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, minor scratched case and minor scratched keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was unknown. It was reported that display screen showed a red "x". It was advised that insulin pump would need to be replaced.